Manufacturer narrative:
Product return has been requested. The product has not been received. The certificate of compliance was reviewed and certifies that the module met all physical and functional requirements on the date of manufacture. The investigation is underway.

Event description:
A user facility in japan reports that during surgery a tear was found, which required laser treatment, but could not be performed. The next day, photocoagulation was performed using laser treatment. The patient outcome is "good".

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine the root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was required. The investigation is complete.